Event description:
A malfunction alarm with code malf 9 was reported, which usually indicates a momentary motor skip potentially caused by dropping the pump. There was no adverse impact to the customer¿s blood glucose level. After receiving guidance from technical support, the customer successfully reset the pump and was advised to continue using it, with instructions to call back if the issue recurred.